Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer reported "defective battery pins." During device investigation of the device, it was found out of specification in relation to heat damage, which was observed during physical inspection. Device investigation found heat damage and melted plastic around the 2 positive battery contact pins of the rear case assembly and warping on the backflex assembly. The rear case was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had defective battery pins. It was also reported there was no patient involvement.